Event description:
It was reported that the patients spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a procedure in which the lead was replaced. There was no stimulation issue reported. The procedure completed successfully and there were no patient complications. The explanted lead will not be returned as it was retained by the hospital.